Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported via medsun, during ultrasound assisted PICC (peripherally inserted central catheter) line placement (4 fr single lumen) using modified seldinger technique at the patient's right brachial vein, staff met resistance once the PICC was inserted 7 cm. Staff removed PICC with massaging of the arm and vessel. Upon removal of the PICC with introducer, it was found the PICC was tied in a knot at the last 1.5 cm area. New kit was obtained and successfully placed. Additional information received 08/29/2024: it was reported, no harm to patient. Staff obtained a new kit and placed PICC line without issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a tight knot near the distal end of the catheter. Use residue was observed on the device in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medsun, during ultrasound assisted PICC (peripherally inserted central catheter) line placement (4 fr single lumen) using modified seldinger technique at the patient's right brachial vein, staff met resistance once the PICC was inserted 7 cm. Staff removed PICC with massaging of the arm and vessel. Upon removal of the PICC with introducer, it was found the PICC was tied in a knot at the last 1.5 cm area. New kit was obtained and successfully placed. Additional information received 08/29/2024: it was reported, no harm to patient. Staff obtained a new kit and placed PICC line without issue. No other information was provided.